Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)"), rheumatoid arthritis ("arthritis rheumatoid") and autoimmune disorder ("autoimmune disorder") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bradycardia, pregnancy on (B)(6)2006, heart murmur and hypertension. Concurrent conditions included overweight, ovarian cyst and paratubal cyst. Concomitant products included acetylsalicylic acid (aspirin), arthrotec [diclofenac sodium,misoprostol], diclofenac, hydrocodone, ibuprofen, metoprolol succinate, metoprolol succinate (toprol xl), metronidazole and phendimetrazine tartrate. On (B)(6)2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)-2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced cystitis ("infection bladder"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)-2008, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On 1-jan-2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), palpitations ("blood or heart condition ¿ palpitations"), tooth disorder ("dental problems"), infection ("infection"), nausea ("nausea"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain"), abdominal pain lower ("lower abdominal area"), fibromyalgia ("fibromyalgia"), bacterial vaginosis ("bacterial vaginosis") and amnesia ("memory loss"). The patient was treated with surgery (robotic hysterectomy with left salpingo-oophorectomy and robotic hysterectomy with left salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, genital haemorrhage, rheumatoid arthritis, autoimmune disorder, vaginal haemorrhage, menorrhagia, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, infection, migraine, headache, nausea, allergy to metals, weight increased, weight decreased, cystitis, urinary tract infection, vaginal infection, abdominal pain lower, fibromyalgia, bacterial vaginosis and amnesia outcome was unknown and the abdominal distension and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, amnesia, autoimmune disorder, bacterial vaginosis, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, palpitations, rheumatoid arthritis, tooth disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient lost her uterus, cervix, both tubes and one ovary, she had hysterectomy at age 30.cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: results: contrast material did not opacify the fallopian tu. 21-jan-2016, findings: boggy-appearing uterus. Left peritubular cysts, left ovarian cyst, normal appearing right ovary. Concerning the injuries reported in this case, the following one was reported via social media: hysterectomy. Concerning the injuries reported in this case, the following one was reported via medical records: uterine haemorrhage(confirming genital haemorrhage) and confirmed events pelvic pain, dysmenorrhoea. Concerning the injuries reported in this case, the following one/ones were reported via social media: memory loss quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new event memory loss added from social media post. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bradycardia, pregnancy on 27-nov-2006, heart murmur and hypertension. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced cystitis ("infection bladder"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), palpitations ("blood or heart condition ¿ palpitations"), tooth disorder ("dental problems"), infection ("infection"), nausea ("nausea"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain") and abdominal pain lower ("lower abdominal area"). The patient was treated with surgery (robotic hysterectomy with left salpingo-oophorectomy), surgery (robotic hysterectomy with left salpingo-oophorectomy), surgery (robotic hysterectomy with left salpingo-oophorectomy.) And surgery (robotic hysterectomy with left salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, infection, migraine, headache, nausea, allergy to metals, weight increased, weight decreased, cystitis, urinary tract infection, vaginal infection and abdominal pain lower outcome was unknown and the abdominal distension and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, palpitations, tooth disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient lost her uterus, cervix, both tubes and one ovary, she had hysterectomy at age 30. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: contrast material did not opacify the fallopian tu concerning the injuries reported in this case, the following one was reported via social media: hysterectomy. Concerning the injuries reported in this case, the following one was reported via medical records:uterine haemorrhage(confirming genital haemorrhage) further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 13-mar-2018: pfs and medical record received- reporter information, patient details, other relevant history, lab data, product information, event hysterectomy updated with events- perforation (uterus), migration of essure device, abnormal bleeding (general), autoimmune disorder, abnormal uterine bleeding, abnormal bleeding (vaginal), menorrhagia, blood or heart condition ¿ palpitations, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual), fatigue, hair loss, infection, migraines, headaches, nausea, nickel allergy, weight gain, weight loss, infection bladder, infection urinary tract, infection vaginal, bloating, stomach pain incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bradycardia, pregnancy on (B)(6) 2006, heart murmur and hypertension. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced cystitis ("infection bladder"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), palpitations ("blood or heart condition ¿ palpitations"), tooth disorder ("dental problems"), infection ("infection"), nausea ("nausea"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain") and abdominal pain lower ("lower abdominal area"). The patient was treated with surgery (robotic hysterectomy with left salpingo-oophorectomy), surgery (robotic hysterectomy with left salpingo-oophorectomy), surgery (robotic hysterectomy with left salpingo-oophorectomy.) And surgery (robotic hysterectomy with left salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, infection, migraine, headache, nausea, allergy to metals, weight increased, weight decreased, cystitis, urinary tract infection, vaginal infection and abdominal pain lower outcome was unknown and the abdominal distension and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, palpitations, tooth disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient lost her uterus, cervix, both tubes and one ovary, she had hysterectomy at age 30. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: contrast material did not opacify the fallopian tu concerning the injuries reported in this case, the following one was reported via social media: hysterectomy. Concerning the injuries reported in this case, the following one was reported via medical records:uterine haemorrhage(confirming genital haemorrhage) quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: patient lost her uterus, cervix, both tubes and one ovary, she had hysterectomy at (B)(6). Concerning the injuries reported in this case, the following one was reported via social media: hysterectomy. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bradycardia, pregnancy on (B)(6) 2006, heart murmur and hypertension. Concurrent conditions included overweight, ovarian cyst and paratubal cyst. Concomitant products included acetylsalicylic acid (aspirin), arthrotec [diclofenac sodium,misoprostol], diclofenac, hydrocodone, ibuprofen, metoprolol succinate, metoprolol succinate (toprol xl), metronidazole and phendimetrazine tartrate. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced cystitis ("infection bladder"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), palpitations ("blood or heart condition ¿ palpitations"), tooth disorder ("dental problems"), infection ("infection"), nausea ("nausea"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain"), abdominal pain lower ("lower abdominal area"), fibromyalgia ("fibromyalgia"), rheumatoid arthritis ("arthritis rheumatoid") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (robotic hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, infection, migraine, headache, nausea, allergy to metals, weight increased, weight decreased, cystitis, urinary tract infection, vaginal infection, abdominal pain lower, fibromyalgia, rheumatoid arthritis and bacterial vaginosis outcome was unknown and the abdominal distension and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, bacterial vaginosis, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, palpitations, rheumatoid arthritis, tooth disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient lost her uterus, cervix, both tubes and one ovary, she had hysterectomy at age 30.cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: contrast material did not opacify the fallopian tu on (B)(6) 2016, findings: boggy-appearing uterus. Left peritubular cysts, left ovarian cyst, normal appearing right ovary. Concerning the injuries reported in this case, the following one was reported via social media: hysterectomy. Concerning the injuries reported in this case, the following one was reported via medical records: uterine haemorrhage(confirming genital haemorrhage) and confirmed events pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 10-jul-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: fibromyalgia, arthritis rheumatoid, bacterial vaginosis.concomitant drugs added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('migration of essure device'), uterine haemorrhage ('abnormal uterine bleeding'), genital haemorrhage ('abnormal bleeding (general)'), rheumatoid arthritis ('arthritis rheumatoid'), autoimmune disorder ('autoimmune disorder') and metal poisoning ('metal poisoning') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2006, bradycardia, heart murmur and hypertension. Concurrent conditions included overweight, ovarian cyst and paratubal cyst. Concomitant products included acetylsalicylic acid (aspirin), diclofenac, diclofenac sodium;misoprostol (arthrotec), hydrocodone, ibuprofen, metoprolol succinate, metoprolol succinate (toprol xl), metronidazole and phendimetrazine tartrate. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced cystitis ("infection bladder"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On 21-jan-2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), palpitations ("blood or heart condition ¿ palpitations"), tooth disorder ("dental problems"), infection ("infection"), nausea ("nausea"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain"), abdominal pain lower ("lower abdominal area"), fibromyalgia ("fibromyalgia"), bacterial vaginosis ("bacterial vaginosis") and amnesia ("memory loss"). The patient was treated with surgery (robotic hysterectomy with left salpingo-oophorectomy and robotic hysterectomy with left salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, genital haemorrhage, rheumatoid arthritis, autoimmune disorder, metal poisoning, vaginal haemorrhage, menorrhagia, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, infection, migraine, headache, nausea, allergy to metals, weight increased, weight decreased, cystitis, urinary tract infection, vaginal infection, abdominal pain lower, fibromyalgia, bacterial vaginosis and amnesia outcome was unknown and the abdominal distension and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, amnesia, autoimmune disorder, bacterial vaginosis, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, infection, menorrhagia, metal poisoning, migraine, nausea, palpitations, rheumatoid arthritis, tooth disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient lost her uterus, cervix, both tubes and one ovary, she had hysterectomy at age 30.cross referenced with plaintiff case number : 2015-498549. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: results: contrast material did not opacify the fallopian tu. 21-jan-2016, findings: boggy-appearing uterus. Left peritubular cysts, left ovarian cyst, normal appearing right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 10-dec-2019: social media case received. New reporters were added. New event metal poisoning was added. On 9-dec-2019: social media case received. No new clinical information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('migration of essure device'), uterine haemorrhage ('abnormal uterine bleeding'), genital haemorrhage ('abnormal bleeding (general)'), rheumatoid arthritis ('arthritis rheumatoid'), autoimmune disorder ('autoimmune disorder') and metal poisoning ('metal poisoning') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2006, bradycardia, heart murmur and hypertension. Concurrent conditions included overweight, ovarian cyst and paratubal cyst. Concomitant products included acetylsalicylic acid (aspirin), diclofenac, diclofenac sodium;misoprostol (arthrotec), hydrocodone, ibuprofen, metoprolol succinate, metoprolol succinate (toprol xl), metronidazole and phendimetrazine tartrate. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced cystitis ("infection bladder"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), palpitations ("blood or heart condition ¿ palpitations"), tooth disorder ("dental problems"), infection ("infection"), nausea ("nausea"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain"), abdominal pain lower ("lower abdominal area"), fibromyalgia ("fibromyalgia"), bacterial vaginosis ("bacterial vaginosis"), amnesia ("memory loss") and dysarthria ("slurred speech"). The patient was treated with surgery (robotic hysterectomy with left salpingo-oophorectomy and robotic hysterectomy with left salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, genital haemorrhage, rheumatoid arthritis, autoimmune disorder, metal poisoning, vaginal haemorrhage, menorrhagia, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, infection, migraine, headache, nausea, allergy to metals, weight increased, weight decreased, cystitis, urinary tract infection, vaginal infection, abdominal pain lower, fibromyalgia, bacterial vaginosis, amnesia and dysarthria outcome was unknown and the abdominal distension and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, amnesia, autoimmune disorder, bacterial vaginosis, cystitis, device dislocation, dysarthria, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, infection, menorrhagia, metal poisoning, migraine, nausea, palpitations, rheumatoid arthritis, tooth disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient lost her uterus, cervix, both tubes and one ovary, she had hysterectomy at age 30.cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: results: contrast material did not opacify the fallopian tu. (B)(6) 2016, findings: boggy-appearing uterus. Left peritubular cysts, left ovarian cyst, normal appearing right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event "slurred speech" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('migration of essure device'), uterine haemorrhage ('abnormal uterine bleeding'), genital haemorrhage ('abnormal bleeding (general)'), rheumatoid arthritis ('arthritis rheumatoid'), autoimmune disorder ('autoimmune disorder') and metal poisoning ('metal poisoning') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2006, bradycardia, heart murmur and hypertension. Concurrent conditions included overweight, ovarian cyst and paratubal cyst. Concomitant products included acetylsalicylic acid (aspirin), diclofenac, diclofenac sodium;misoprostol (arthrotec), hydrocodone, ibuprofen, metoprolol succinate, metoprolol succinate (toprol xl), metronidazole and phendimetrazine tartrate. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced cystitis ("infection bladder"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), palpitations ("blood or heart condition ¿ palpitations"), tooth disorder ("dental problems"), infection ("infection"), nausea ("nausea"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain"), abdominal pain lower ("lower abdominal area"), fibromyalgia ("fibromyalgia"), bacterial vaginosis ("bacterial vaginosis"), amnesia ("memory loss") and dysarthria ("slurred speech"). The patient was treated with surgery (robotic hysterectomy with left salpingo-oophorectomy and robotic hysterectomy with left salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, genital haemorrhage, rheumatoid arthritis, autoimmune disorder, metal poisoning, vaginal haemorrhage, menorrhagia, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, infection, migraine, headache, nausea, allergy to metals, weight increased, weight decreased, cystitis, urinary tract infection, vaginal infection, abdominal pain lower, fibromyalgia, bacterial vaginosis, amnesia and dysarthria outcome was unknown and the abdominal distension and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, amnesia, autoimmune disorder, bacterial vaginosis, cystitis, device dislocation, dysarthria, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, infection, menorrhagia, metal poisoning, migraine, nausea, palpitations, rheumatoid arthritis, tooth disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient lost her uterus, cervix, both tubes and one ovary, she had hysterectomy at age 30.cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: results: contrast material did not opacify the fallopian tu. (B)(6) 2016, findings: boggy-appearing uterus. Left peritubular cysts, left ovarian cyst, normal appearing right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.